Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having inadequate stimulation and stopped using device. The patient underwent an ipg replacement procedure, and explanted ipg was kept by medical facility.